Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother reported via phone call that they experienced high blood glucose. The customer had ketones and was vomiting and treated with bolus and syringes. Customer's blood glucose value was unknown at the time of the call but stated that the high blood glucose was off of the meter, which cannot read over 600mg/dl. The customer's mother stated that the blood glucose came down after several set changes. The customer's mother also stated that one reservoir's top came off and was stuck in the tubing. The customer's mother declined troubleshooting. The reservoir will be returned for analysis.

Manufacturer narrative:
Evaluated four opened/used reservoirs. Inspected reservoirs snap-cap width dimension. Also, using a new lab infusion set connected reservoirs. One out of three reservoirs was easy to connect/lock/release properly, one out of three reservoirs found too loose to connect and release, one out of three reservoirs found too tight to connect and release properly. Remaining one out of four reservoirs missing components, transfer guard and snap-cap.